Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfun ction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the patient had their device removed in 2015 because it didn't work and "wasn't doing the patient any good". The call center asked if they removed the complete system and the caller did not know. Caller said a "short piece" near the bladder showed up on a CT scan and it is unknown if this is part of the lead wire. The call center reviewed the possibility of an abandoned lead and recommended further investigation before proceeding with an MRI. The caller then noted the patient had an MRI with the piece still implanted in the past. No further patient complications have been reported as a result of this event.